Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0210422359, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative from a clinical study, who reported a clinical patient had a return of symptoms and an unscheduled visit on (B)(6) 2016. It was unknown if any troubleshooting was performed. There was reprogramming done on (B)(6) 2016. The issue was noted as not resolved. The event was noted as ongoing. The investigator assessed the event as not serious, not related to the procedure, and related to the stimulator and the stimulation. The patient¿s medical history included urinary incontinence due to post-obstetrical trauma since 2012. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0210422359, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the diagnosis was changed to a return of urinary symptoms after stimulator repositioning on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 309328, lot# 0210422359, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 309328, lot# 0210422359, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the investigator assessed the event as not serious, not related to procedure and related to the stimulator and the stimulation. "Urethral dilation on (B)(6) 2020 followed by dysuria symptoms improvement during 2-3 months". The event was unresolved and patient exited the study."